Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor'), premature rupture of membranes ('early labor with rupture membranes') and pregnancy with contraceptive device ('pregnancy (no complications)/post implant pregnancy') in a 39-year-old female patient who had essure (batch no. 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation (postpartum) on (B)(6) 2018, loop electrosurgical excision procedure in 1995, parity 4 (date of births: (B)(6) 1991, (B)(6) 1995, (B)(6) 2002 and (B)(6) 2010), breast lump, menorrhagia, tobacco user, menorrhagia, cervical conization, shirodkar operation, constipation, hemorrhoids, cervical cancer, therapeutic abortion (second trimester: due to fetus (17 weeks) was diagnosed with down syndrome, trisomy 18.), postpartum depression, bladder infection, dysfunctional uterine bleeding, haemorrhage in pregnancy, urinary tract infection, stillbirth nos, congenital diaphragmatic hernia, mitral valve atresia, swelling nos, helicobacter pylori antibody positive, panic disorder, skin lesion, premenstrual syndrome, burning micturition, urine odour abnormal, urinary frequency, micturition urgency, flank pain (right), vomiting, coccydynia, pressure in vagina, dizzy spells, back pain and elevated bp. (B)(6) 2017, patient denies any vaginal bleeding, uterine contractions, fever, chills, or other symptoms. Previously administered products included for prevent pregnancy: mirena from 2007 to (B)(6) 2009; for candida of vagina: diflucan; for depression: wellbutrin; for an unreported indication: amoxicillin. Concurrent conditions included head pain and acute pyelonephritis. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 for birth control, norethisterone acetate (norethindrone acetate) from (B)(6) 2011 to (B)(6) 2011 for premenstrual syndrome as well as ciprofloxacin hydrochloride (cipro) from (B)(6) 2012 to (B)(6) 2019, clarithromycin (macrobid) from (B)(6) 2012 to (B)(6) 2018, fentanyl from (B)(6) 2010 to (B)(6) 2018, ferrous sulfate from (B)(6) 2010 to (B)(6) 2018, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen from (B)(6) 2009 to (B)(6) 2018, ketorolac tromethamine (toradol) from (B)(6) 2010 to (B)(6) 2018, ondansetron (zofran) from (B)(6) 2010 to (B)(6) 2018 and pethidine hydrochloride (demerol) from (B)(6) 2011 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years 5 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), abdominal pain ("pain: abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the premature labour, premature rupture of membranes, pregnancy with contraceptive device, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, urinary tract infection, depression, anxiety and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2018. 2862.72g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, premature labour, premature rupture of membranes, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused ant birth defects. She did not underwent essure removal or planning for the same. Insertion detail: bilateral ostia visualized. She has essure procedure performed on the left tube on (B)(6) 2010.there was difficulty passing the essure coil on the right on (B)(6) 2011 right essure coil inserted with one trailing coil previously reported insertion date - (B)(6) 2010 bilateral ostia visualized. Essure device placed into right ostia. 1 trailing coils seen left ostia with scar tissue in front. It had been previously ligated by office essure. Patient tolerated the procedure well. (B)(6) 2018 ligation tubal post partum diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded left was close but. Right fallopian tube with free spell into the peritoneal cavity). Essure placement with occluded left fallopian tube. Patent right fallopian tube with free spell into the peritoneal cavity.; on (B)(6) 2011: essure placement with occluded fallopian tubes bilaterally. Pregnancy test - on (B)(6) 2011: negative; on (B)(6) 2017: positive. Pregnancy test urine - on (B)(6) 2017: positive. Ultrasound abdomen - on (B)(6) 2010: the sonographer was unable to visualize both fallopian tubes, nor the coil on the right. Result: fibroid uterus. Ultrasound scan - on (B)(6) 2017: single live intrauterine pregnancy with fetal heart tone present and gestational sac and yolk sac were present. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, depression, anxiety, dysmenorrhea, pelvic pain, nausea, vaginal bleeding, preterm labor and following ones were described from patients medical record-premature rupture of membranes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: quality safety evaluation of product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor'), premature rupture of membranes ('early labor with rupture membranes') and pregnancy with contraceptive device ('pregnancy (no complications)/post implant pregnancy') in a (B)(6)-year-old female patient who had essure (batch no. 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation (postpartum) on (B)(6) 2018, loop electrosurgical excision procedure in 1995, parity 4 (date of births: (B)(6) 1991, (B)(6) 1995, (B)(6) 2002 and (B)(6) 2010), breast lump, menorrhagia, tobacco user, menorrhagia, cervical conization, shirodkar operation, constipation, hemorrhoids, cervical cancer, therapeutic abortion (second trimester: due to fetus ((B)(6) weeks) was diagnosed with down syndrome, trisomy 18.), postpartum depression, bladder infection, dysfunctional uterine bleeding, haemorrhage in pregnancy, urinary tract infection, stillbirth nos, congenital diaphragmatic hernia, mitral valve atresia, swelling nos, helicobacter pylori antibody positive, panic disorder, skin lesion, premenstrual syndrome, burning micturition, urine odour abnormal, urinary frequency, micturition urgency, flank pain (right), vomiting, coccydynia, pressure in vagina, dizzy spells, back pain and elevated bp. (B)(6) 2017, patient denies any vaginal bleeding, uterine contractions, fever, chills, or other symptoms. Previously administered products included for prevent pregnancy: mirena from 2007 to (B)(6) 2009; for candida of vagina: diflucan; for depression: wellbutrin; for an unreported indication: amoxicillin. Concurrent conditions included head pain and acute pyelonephritis. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 for birth control, norethisterone acetate (norethindrone acetate) from (B)(6) 2011 to (B)(6) 2011 for premenstrual syndrome as well as ciprofloxacin hydrochloride (cipro) from (B)(6) 2012 to (B)(6) 2019, clarithromycin (macrobid) from (B)(6) 2012 to (B)(6) 2018, fentanyl from (B)(6) 2010 to (B)(6) 2018, ferrous sulfate from (B)(6) 2010 to (B)(6) 2018, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen from (B)(6) 2009 to (B)(6) 2018, ketorolac tromethamine (toradol) from (B)(6) 2010 to (B)(6) 2018, ondansetron (zofran) from (B)(6) 2010 to (B)(6) 2018 and pethidine hydrochloride (demerol) from (B)(6) 2011 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years 5 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), abdominal pain ("pain: abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant) and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the premature labour, premature rupture of membranes, pregnancy with contraceptive device, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, urinary tract infection, depression, anxiety and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2018. (B)(6) was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, premature labour, premature rupture of membranes, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not allege that essure caused ant birth defects. She did not underwent essure removal or planning for the same. Insertion detail: bilateral ostia visualized. She has essure procedure performed on the left tube on (B)(6) 2010. There was difficulty passing the essure coil on the right on (B)(6) 2011 right essure coil inserted with one trailing coil previously reported insertion date - (B)(6) 2010, bilateral ostia visualized. Essure device placed into right ostia. 1 trailing coils seen left ostia with scar tissue in front. It had been previously ligated by office essure. Patient tolerated the procedure well. On (B)(6) 2018 ligation tubal post partum diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded left was close but. Right fallopian tube with free spell into the peritoneal cavity). Essure placement with occluded left fallopian tube. Patent right fallopian tube with free spell into the peritoneal cavity.; on (B)(6) 2011: essure placement with occluded fallopian tubes bilaterally. Pregnancy test - on (B)(6) 2011: negative; on (B)(6) 2017: positive. Pregnancy test urine - on (B)(6) 2017: positive. Ultrasound abdomen - on(B)(6) 2010: the sonographer was unable to visualize both fallopian tubes, nor the coil on the right. Result: fibroid uterus. Ultrasound scan - on (B)(6) 2017: single live intrauterine pregnancy with fetal heart tone present and gestational sac and yolk sac were present. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, depression, anxiety, dysmenorrhea, pelvic pain, nausea, vaginal bleeding, preterm labor.' Concerning the injuries reported in this case, the following ones were added from patients medical record-premature rupture of membranes. Most recent follow-up information incorporated above includes: on 19-jul-2019: plaintiff fact sheet and medical record received- events ¿pregnancy (no complications)/post implant pregnancy, preterm labor, abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish, nausea, dysmenorrhea (cramping), urinary tract infection, pain: abdominal and device ineffective ¿,reporter, patient demographics, medical history, historical and concomitant drug, lab data, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.